Event description:
It was reported that patient underwent an unknown procedure on an unknown date and suture was used. Before opening the package, the "8556" standard printed on the package was printed in such a way that it appeared to be "3556". There were no adverse consequences to the patient. Further details were not provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/6/2024. H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received one sealed overwrap that pertain to the product code 8556h. After the initial inspection of the returned sample, it was observed that the product code was noted to be partially printed in the code number area. For this reason, the number printed appears to be "3556" instead "8556". In addition, the needle suture was dispensed and examined, it belongs to product code 8556. Additionally, a photo was provided and it showed the condition of the reported event. Based on the information currently available, defective/illegible print was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.